Event description:
During bypass blood spilled on back of pump. The "ac" power was inadvertently hit and pump switched to battery. Flow reading went to zero and batteries were noted to be almost discharged. The handcrank was used; the pump was changed out. No pt injury occurred as a result of this event. The pt is reported to be in stable conditions. No further details are available.